Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU regarding pump stops: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the pump stop was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the pump stop was most likely related to biomaterial. The failure mode will be monitored and trended.

Event description:
The complainant reported a 68-year-old male patient presenting for elective placement. During impella support, it was noted that the pump showed signs of flow saturation and subsequently stopped. The halt in function occurred following a spike in the motor current. The pump was removed as a result of the failure and a visual inspection identified biomaterial within the pump next to the impeller. There was no patient harm as a result of the failure. Another pump was implanted for ongoing support.